Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2024, the lay user/patient contacted lifescan (lfs), alleging that their onetouch verio vue meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care agent (cca) documentation. It was not reported when the alleged inaccuracy issue began. The patient reported obtaining blood glucose readings of ¿28.7 mmol/l¿ with the subject meter and ¿8.0 mmol/l¿ on a hospital meter, performed within 30 minutes of each other. In response to the alleged issue, the patient stated that they increased their dose of insulin on the advice of their doctor. As a result, the patient experienced symptom of ¿sweating profusely¿ and was hospitalized. The patient could not provide further information. At the time of troubleshooting, the cca determined the correct testing process was being followed. The cca confirmed the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. This complaint is being reported because the patient reportedly required hospitalization after increasing their dose of insulin based on an alleged inaccurate high result obtained with the subject meter and it is not known what medical treatment the patient received.